Event description:
A report was received that the patient was experiencing difficulty charging. The patient underwent a revision of the ipg as the ipg had flipped. The physician repositioned the ipg and the patient was doing well post-operatively.

Manufacturer narrative:
A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.this supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/20/2018 12:33 pm CT.the report number is being corrected from: 3006630150-2018-62384to: 3006630150-2018-62005.

Event description:
A report was received that the patient was experiencing difficulty charging. The patient underwent a revision of the ipg as the ipg had flipped. The physician repositioned the ipg and the patient was doing well post-operatively.